Event description:
It was reported that during a da vinci hysterectomy procedure, it was identified that the tips were deviated on the fenestrated bipolar forceps instrument. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grips tips to be bent. One grip was bent which caused side to side misalignment of the grips. There was a .107 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of bending remains overloading at the tip. Failure analysis concluded that the bent tip damage may be due to mishandling/ misuse. Failure analysis also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.